Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 104 mg/dl while the sensor glucose reading was 49 mg/dl. The mother stated that the pump was suspended when sensor glucose was low. The mother mentioned that the sensor cannula was bent. The sensor will not be returned for analysis.